Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Partial reset occurred on (B)(6) 2014. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that during device follow up an error code occurred. Diagnostics and troubleshooting were performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).